Manufacturer narrative:
Pump passed the functional testing, including the operating currents, measurement, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Pump was monitored for several days and no blank display anomaly or display anomaly noted. Pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and customer indicated that the battery contacts and compartment were fine and not corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.